Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent an atheroma resection procedure on (B)(6) 2010 and suture was used. During the procedure, the surgeon tried to restore the bent needle to its original shape. The needle then broke at the middle of the body during continuous suturing under the skin. No fragment remained in the pt's body. There was no adverse consequence to the pt.